Manufacturer narrative:
Additional product code: hty. (B)(4). Due to intra-operative issues, the device was not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgery when the surgeon started to introduce the threaded needles to place the cannulated screws, the coupling did not take to the threads and they slid. It was necessary to use a lot of force to the handpiece to be able to insert them. There was a strike of the needle inside the patient¿s humeral bone before the piece of threaded could be taken out. When they placed another needle guide inside the bone, they started to pass the cannulated drill bit but it was not cutting and it was determined to be bent and burned the bone. The second guide struck inside the bone was also taken out. The surgery was delayed by forty (40) minutes because of the issue. The surgery was completed successfully with no other medical intervention required. The humeral bone was burnt, though the degree of the burn is unknown. It is unknown if there was any other undesired treatment outcome. The patient outcome/ current status is unknown. There was no visual damage to the device prior to use. No part of the devices remained inside of the patient and no reoperation was needed. This is report 2 of 3 for com-(B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.